Event description:
Doctor indicated fracture. The doctor was trying to torque the final restoration at 20ncm when the iunihg screw fractured. He was able to remove the fractured screw and a new screw was place without problem.

Manufacturer narrative:
(B)(4). One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the neck of the screw head. The drive feature is noted to be worn. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints sgainst this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined. (B)(4).